Event description:
I have been forced to use us surgical suture products, especially biosyn. These products have continued to show poor performance both at the time of implantation and during wound healing. I have experienced a dramatic increase in wound problems, especially suture abscess and retained suture since being forced to use this product. I have had patients returning for several months with suture related complications, including infection. In regards to its performance, the needles are too soft and therefore bend and do not remain sharp. This results in an increase risk of needle sticks. The needles also 'pop off' the suture too frequently. The suture breaks easily, ties poorly, and has significant memory out of the package which makes it difficult to handle. These issues have resulted in surgical delays. These products need to be evaluated. I have been operative for over 15 years and have never experienced the problems I currently do with ethicon suture. I have completed countless hospital incident reports and met with hospital administration. It appears that their only interest is the fact that they save a few dollars.